Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal date: (B)(6) 2023). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no date(s) of removal: (B)(6) 2023 (as per pif-scheduled). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometriosis on (B)(6) 2022. As concurrent condition the report mentioned pelvic pain since (B)(6) 2022. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 4069 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus,salpingectomy,dilation and curettage of the uterus.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Date(s) of removal: (B)(6) 2023 (as per pif-scheduled). Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging pelvic] on (B)(6) 2022: levsin 0.25 mg administered sublingual. Findings: uterus: anteverted anteflexed measuring 9 x 5 x 6.8 cm. Low anterior uterine body c-section scar. A 0.9 cm cervical nabothian cyst posteriorly. Endometrium: 7 mm, within normal limits. Junctional zone: within normal limits. Right ovary: measures 3.3 x 2.1 x 2.3 cm inclusive of a 1.9 cm dominant follicle. Left ovary: measures 1.7 x 1.6 x 2.5 cm inclusive of a 1.3 cm dominant follicle. Adnexa: bilateral essure devices. [Pathology test] on (B)(6) 2023: specimen(s) submitted: 1 left fallopian tube; 2 right fallopian tube; 3 left essure coil; 4 right essure coil; 5 endometrial curettings. Final diagnosis: 1 left fallopian tube, salpingectomy; fallopian tube with a simple benign para tubal cyst, completely transected; 2 right fallopian tube, salpingectomy; fallopian tube with a simple benign para tubal cyst, completely transected; 3 left essure coil, removal; medical device, gross examination only; 4 right essure coil, removal; medical device, gross examination only. 5 endometrial curettings; inactive endometrium with underlying unremarkable myometrium. Clinical information: pelvic pain. Gross description: left fallopian tube. Integrity: intact. Size: 7.0 x 0.5 x 0.5 cm, fimbriated. Additional comments: para tubal cyst is present. Right fallopian tube: integrity: intact. Size: 7.0 x 0.5 x 0.5 cm, fimbriated. Additional comments: para tubal cyst is present. Left essure coil, consisting of segment of flexible silver metal straight and coil component: essure. Count: 2 size: 4.0 cm straight segment and 3.5 cm coil segment description: flexible silver metal straight and coil. Right essure coil, consisting of one segment of flexible silver metal straight and coil. Component: essure. Count: 1 size: 8.0 cm long. Description: flexible silver metal straight and coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: reporter information,medical history,lab data,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal date: (B)(6) 2023). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no date(s) of removal: (B)(6) 2023 (as per pif-scheduled). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.